Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8295667. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200788328] noted for ink rings. There was one (1) notification [200786191] noted for missing scale lines. There were two (2) notifications [200788524, 200787691] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that sale marking issue was found before use with a syringe 0.5 ml 29ga 1/2 in 7bag 420c. The following information was provided by the initial reporter, "scale misaligned."